Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to charging difficulties and for magnetic resonance imaging (MRI) purposes. The patient is reported to be doing well postoperatively. In accordance with medical facility policy, the explanted device was retained and will not be returned for analysis.